Event description:
Subsequent to the previously filed report, it was confirmed that the graftmaster failed to cross due to the patient anatomy; chronic total occlusion and calcification. Excessive force was applied during advancement of the stent delivery system. It was confirmed that the hypotube separated after the procedure during prep/packaging of the device for return. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Device code 1562 removed. Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported kinked shaft was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported shaft kink appears to be related to the use error; however, the reported failure to advance appears to be related to the circumstances of the procedure. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, electronic instructions for use, (IFU) states: if resistance is encountered, do not force passage. Resistance may indicate damage to the device or movement of the stent graft on the balloon. In this case, it appears that the IFU deviation likely contributed to the reported shaft kink and shaft detachment. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation caused by another device. Reportedly, the graftmaster 3.5 x 26 mm proximal shaft was kinked during advancement when force was applied and the device failed to cross. During withdrawal, the proximal shaft was separated. A balloon was used to successfully complete the procedure. There was no reported adverse patient effect. No additional information was provided.